Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and replaced the inspiratory module printed circuit board (pcb). The unit passed all testing and operated within the manufacturer specifications.

Manufacturer narrative:
An inspiratory printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was transferred to another ventilator and there was no harm to the patient.